Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side seroma, reoccurrence of swelling, pain, capsular contracture baker grade unknown and "irregular contours." Drainage, 2 corticosteroid applications, and antibiotics were given as treatment. The device remains implanted.

Event description:
Patient reported right side seroma, reoccurrence of swelling, pain, capsular contracture baker grade unknown and "irregular contours." Drainage, 2 corticosteroid applications, and antibiotics were given as treatment. The device remains implanted.